Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), blindness ("loss of vision") and genital haemorrhage ("escessive bleeding") in an adult female patient who had essure (batch no. 626218) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included eugynon (lo/ovral) from 1986 to 2008 for contraception as well as celecoxib (celebrex), ibuprofen, prednisone and sulfasalazine (azulfidina). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), blindness (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), fatigue ("tired / fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), weight increased ("weight gain"), abdominal pain upper ("stomach pain") and abdominal pain lower ("pain in lower abdominal area"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, blindness, genital haemorrhage, fatigue, vaginal haemorrhage, menorrhagia, weight increased, abdominal pain upper and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, blindness, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received, lot number received, product information updated,concomitant drug added, event injury was replaced with events pelvic pain, blindness, genital haemorrhage, fatigue, vaginal haemorrhage, menorrhagia, weight increased, abdominal pain upper, abdominal lower. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), uterine haemorrhage ("abnormal uterine bleeding"), blindness ("loss of vision") and genital haemorrhage ("escessive bleeding") in an adult female patient who had essure (batch no. 626218) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, uterine enlargement, nabothian cyst and uterine fibroid. Concomitant products included eugynon (lo/ovral) from 1986 to 2008 for contraception as well as celecoxib (celebrex), ibuprofen, prednisone and sulfasalazine (azulfidina). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), blindness (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), fatigue ("tired / fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), weight increased ("weight gain"), abdominal pain upper ("stomach pain") and abdominal pain lower ("pain in lower abdominal area"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy) and surgery (dilatation and curettage, frozen section,hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, uterine haemorrhage, blindness, genital haemorrhage, fatigue, vaginal haemorrhage, menorrhagia, weight increased, abdominal pain upper and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, blindness, fatigue, genital haemorrhage, menorrhagia, pelvic pain, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via medical records: abnormal uterine bleeding (confirming genital bleeding). Most recent follow-up information incorporated above includes: on 31-mar-2018: mr received: new event: uterine haemorrhage was added. Reporter, concomitant diseases added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), uterine haemorrhage ("abnormal uterine bleeding"), blindness ("loss of vision") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure (batch no. 626218) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia. Concurrent conditions included obesity, uterine enlargement, nabothian cyst and uterine fibroid. Concomitant products included eugynon (lo/ovral) from 1986 to 2008 for contraception as well as celecoxib (celebrex), ibuprofen, prednisone and sulfasalazine (azulfidina). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), blindness (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), fatigue ("tired / fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), weight increased ("weight gain"), abdominal pain upper ("stomach pain") and abdominal pain lower ("pain in lower abdominal area"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy) and surgery (dilatation and curettage, frozen section,hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, uterine haemorrhage, blindness, genital haemorrhage, fatigue, vaginal haemorrhage, menorrhagia, weight increased, abdominal pain upper and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, blindness, fatigue, genital haemorrhage, menorrhagia, pelvic pain, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via medical records: abnormal uterine bleeding (confirming genital bleeding) quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), uterine haemorrhage ("abnormal uterine bleeding"), blindness ("vision/eye problems-loss of vision") and genital haemorrhage ("escessive bleeding") in an adult female patient who had essure (batch no. 626218) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia. Concurrent conditions included obesity, uterine enlargement, nabothian cyst and uterine fibroid. Concomitant products included eugynon (lo/ovral) from 1986 to 2008 for contraception as well as celecoxib (celebrex), ibuprofen, prednisone and sulfasalazine (azulfidina). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), blindness (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), fatigue ("tired / fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), weight increased ("weight gain"), abdominal pain upper ("stomach pain") and abdominal pain lower ("pain in lower abdominal area"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy) and surgery (dilatation and curettage, frozen section,hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain upper and abdominal pain lower had resolved and the uterine haemorrhage, blindness, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, blindness, fatigue, genital haemorrhage, menorrhagia, pelvic pain, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via medical records: abnormal uterine bleeding (confirming genital bleeding). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2018: plaintiff fact sheet received: outcome of events genital bleeding and pelvic pain changed to recovered/resolved from unknown. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.